Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose at the level of 39 mg/dl. Customer was treated with glucose and carb intake. Customer declined troubleshooting. Customer was advised a replacement pump will be sent. Device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).